Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer was driving and got into a car accident. The customer was at 148 mg/dl at the time of the call. The customer was given bh152 to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes that every time they change their set, their blood glucose levels rapidly decline as the pump over delivers. During the call the customer got a motor error alarm during pump rewind, but was able to rewind the pump. Troubleshooting was completed. The insulin pump will be returned for analysis.